Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were infected. The leads were inactivated. No further patient complications have been reported as a result of this event.